Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and non-guidant defibrillator lead exhibited out of range shock impedance measurements. The threshold measurements are normal. Guidant received subsequent information from the patient's physician that the shocking impedance measurements were from the 60-70's to greater than 125 ohms. These out of range measurements are able to be recreated at will with pocket manipulation and a painless lead integrity test. Guidant received subsequent information that the device was explanted due to a set screw issue.

Event description:
This implantable cardioverter defibrillator (ICD) and non-guidant lead exhibited out of range impedance measurements on the shocking lead. The threshold measurements are normal. Guidant received subsequent information from the patient's physician that the shocking impedance measurements were from the 60-70s to greater than 125ohms. These out of range measurements are able to be recreated at will with pocket manipulation and a painless lead integrity test.